Manufacturer narrative:
Zoll service performed a remote investigation of the thermogard xp ivtm system (sn (B)(6)) with the distributor. The reported complaint that thermogard xp ivtm system displayed tcmid:05 (coolant diff failure) error message was confirmed in the system's event log but was not confirmed during functional testing. The reported error was not reproduced, and the thermogard system functioned as intended. Reviewing the console's event log revealed five tcmid:05 (coolant diff failure) error messages on the customer's reported event date, confirming the reported complaint. During testing by the distributor, the thermogard xp ivtm system passed the functional testing. The console was tested for multiple days per the recommendation of the zoll service tech. And it performed as intended. The data did not show signs of any lm34a/b sensor instability or tcmid: 05. The reported tcmid:05 error was not reproduced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed tcmid:05 (coolant diff failure) error message, which occurred during a congress demonstration. There was no patient connected to the unit.